Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. The photos of the tasp exhibits signs of repeated use and has fractured on the lateral side of the post feature. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp was found chipped when the tray was opened during an initial surgery. No pieces fell into the patient. Another device was used to complete the surgery. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.